Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Toothbrush head came off from the stem in mouth - oral-b [device breakage]. No longer rotated as it should - oral-b [device physical property issue]. Case narrative: male consumer via e-mail stated that the oral-b toothbrush head came off from the stem in his mouth and it no longer rotated as it should have. No injury was reported. 30-jan-2023 case update: the suspect product was oral-b power power oral care refills crossaction eb50rb brush set. The suspect product lot was 91012906. No injury was reported.